Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use guide wire hi-torque guide wires ce/FDA: states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Although it was noted the physician used more than usual force in the attempts to remove guide wire, the force during removal seemed to be a reasonable clinical response as it is likely that the was trapped or caught in the anatomy and did not cause or contribute to the difficulty to remove. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous left anterior descending artery. The bmw universal guidewire was inserted and used and upon removal, a slight resistance was noted with the anatomy. More than the usual force was applied during withdrawal then the coils separated in the aorta. Several attempts were made to retrieve the coils using a snare device but were unsuccessful. The patient was transferred to another hospital for surgery where they successfully removed the coils. There was no adverse patient sequela reported. No additional information was provided.